Manufacturer narrative:
Additional information received on 10 march 2016 and includes: till now, no problem with the patient and no revision made. The screw hasn't been broken during surgery. Primary surgery performed due to big deformity. Additional information received on 17 march 2016 and includes: the screw is broken. No revision performed and scheduled. On 25 march 2016, the medical affairs director performed a clinical evaluation and commented as follows: strictly from the clinical pont of view, it's quite likely that the broken screw will remain in the inlay housing causing no damage. This screw is designed to offer a fail-safe protection in case of problems with the insert fixation; in the great majority of cases it plays no role from the mechanical standpoint and the patient can do well without the screw. The danger is that the screw gets out of the seating and creates problems in the articulation. If the patient conditions allow, an arthroscopical removal of the screw may be an acceptable compromise to eliminate the danger of major problems with a reduced-invasiveness operation, this is of course at the discretion of the surgeon. At the moment, there is no clinical damage. Batch review performed on 04 april 2016. (B)(4).

Event description:
Screw breakage after about 5 months from the primary surgery.

Manufacturer narrative:
On 14 july 2016 the r&d joints director checked the retrieved screw, that was arthroscopically removed on (B)(6) 2016 (while the pe insert is still implanted): the screw is broken at the level of the thread. To be able to understand the fracture mode, we decide to send the screw to an external laboratory for a technical and metallurgical analysis.

Manufacturer narrative:
The broken screw was sent to an external laboratory for a failure analysis. The investigation report concludes as follows: the screw broke failed due to fatigue. The fracture morphology indicates that reversed bending took place, the bending however occurred primarily in one direction. A single and distinct fracture origin could not be found. Instead, a multitude of nonspecific fracture origins are observed along the thread root. The area of fracture origin does not show any distinctive features, apart from the fact that the material is slightly deformed at the bottom of the thread root. The thread root appears to have acted as a stress concentrating notch, since cracks are visible in several more positions. Judging from the results, the material itself does not seem to have been a contributing factor to the failure, as it shows ductile behaviour and the microstructure is fine-grained and homogeneous. Fatigue failure after 6 months from the implantation is an unlikely event. In this situation to identify a real root cause is not possible. Since the material itself doesn't seem to have been a contributing factor to failure, we can only suppose that an excessive stress has been applied on the screw during tightening. In particular, an excessive bending moment, probably caused by a misalignment of the screwdriver during fixation, could have damaged the thread root of the screw causing weakening and then its breakage under physiological load of activities of daily living. As further investigation activity, a dinamic fatigue test on the whole gmk hinge system was performed to confirm the safety of the device. In this test different possible worst case scenarios have been considered. As result, the test confirmed that the system is safe in all the possible worst case scenarios. It was also confirmed the worst case scenario chosen to validate the gmk hinge system at the time of product registration.

Manufacturer narrative:
On 08 june 2016 the r&d project manager performed a preliminary investigation based on the event description and the x-ray, and commented as follows: the locking screw is broken at the beginning of the threated part and divided in two parts. The head of the screw is in its seating and doesn't create problems in the articulation. The threated part remained into the baseplate and cannot be distinguished in the x-ray. No further considerations concerning the root cause of the event and the nature of the breakage can be done without analysing the piece. Mechanical tests to deeply investigate the event have been already launched.

Manufacturer narrative:
This follow-up report is being submitted to correct the previously clinical evaluation. It has been updated as follows: strictly from the clinical pont of view, it's quite likely that the broken screw will remain in the inlay housing causing no damage. This screw is designed to offer a fail-safe protection in case of problems with the insert fixation. The danger is that the screw gets out of the seating and creates problems in the articulation. If the patient conditions allow, an arthroscopical removal of the screw may be an acceptable compromise to eliminate the danger of major problems with a reduced-invasiveness operation, this is of course at the discretion of the surgeon. At the moment, there is no clinical damage.